Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. (B)(4). The investigation regarding the reported complaint has been finalized. The device was investigated by our fse (field service engineer), the control pc board was replaced and returned for investigation. Our visual inspection of the control pc board did not reveal any errors, the pc board was in visually good condition. The investigation does however verify that the returned pc board is faulty. The installation of software failed because the system was unable to communicate with the returned control pc board, this prevented the functional testing. The board is most likely faulty due to a component error which prevents the communication. It has not been established which component that causes the error.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator generated two technical error codes, indicating disabled valves and communication failure. There was no patient involvement. (B)(4).